Event description:
It was alleged that during a da vinci-assisted surgical procedure, the surgeon stated the "internal parts of the large needle driver instrument came off," a fragment allegedly fell inside the patient and was retrieved. On 01-nov-2021, intuitive surgical, inc. (Isi) followed up with the user facility and obtained the following additional information: instrument was inspected prior to the procedure and was used for approximately 46 minutes with no functional issue. The instrument was properly removed for intraoperative cleaning. After observing the issue, the surgeon confirmed that all of the fragments were retrieved. A post-operative x-ray confirmed no fragment inside the patient. No additional surgical procedure or tests were required. The surgeon continued the procedure with no further issue reported. There was no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the carbide insert was detached from one of the instrument grips. The brazing material was returned with the instrument and no material appears to be missing. As part of investigation, the instrument was further inspected and found various scratch marks measuring approximately 0.115¿ to 0.117" with light material removed on the main tube. The scratch marks were not aligned with the tube axis. Both observed failures are indicative of mishandling and misuse. A review of the instrument log for the large needle driver instrument lot# n10201130/sequence 0241 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 on system sl0179. The instrument has 4 remaining usable lives with no subsequent use recorded after (B)(6) 2021. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image identifies a detached part of the instrument tip consistent with the customer reported event. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. This complaint is reportable due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the user stated that the "internal parts of the large needle driver instrument came off," a fragment allegedly fell inside the patient and was retrieved. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.